Event description:
The reporter stated that the patient was hospitalized with high blood glucose. The patient was reportedly playing softball but afterwards was not feeling well; the patient's blood glucose prior to activity was reportedly 103 mg/dl and afterwards 259 mg/dl. The patient was reportedly taken to the emergency room and was treated with intravenous fluids and insulin. The on call physician reportedly wanted to pump replaced for a potential unspecified malfunction. Customer support reviewed the pump with the reporter. The pump alarm history showed an occlusion alarm but no other significant alarms. The reporter stated that the patient had to reprime the pump six to eight times per day. The site and set were unable to be reviewed as the site was removed at the hospital and was not examined at the time of removal; the reporter stated that the site was in for three days at the time of the incident and was not changed prior to hospitalization. Customer support advised the patient that there was no indication of a pump malfunction. The pump was replaced due to the allegation that the pump may have malfunctioned. This report is made based on the allegation that the patient was hospitalized with hyperglycemia and the allegation that the pump may have malfunctioned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.